Event description:
A surgeon performed an evacuation of hematoma several days after a vaginal hysterectomy. At the conclusion of the procedure he instilled 300ml of intergel. Three days post-operatively, the pt developed signs and symptoms of peritonitis. Prophylactic antibiotics were administered. A laparotomy was performed revealing diffuse non-infectious peritonitis. Cultures were negative. White blood count was mildly elevated, and fever was low grade. The pt's symptoms resolved spontaneously several days later.